Event description:
The customer reported via the competent authority, (B)(6), that the metal lock clasp sheared off. It is further reported that the fragments were retrieved from the patient and removal was confirmed by an x-ray. It is further reported that there was no adverse consequences.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. If additional information becomes available, then it will be submitted in a supplemental report.